Manufacturer narrative:
Concomitant medical products: product ID: 24952b, serial#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was registered and enrolled to incorrect patient in the remote monitoring network. The clinic re-enrolled the devices in the remote monitoring network with the correct patients. The network remains in use. There was no patient involvement.